Event description:
The customer complains about blood leak during treatment. Blood flow rate: 112ml/min. Tmp: 120mhg. There was insignificant blood loss. No medical intervention was needed. No seious injury.